Manufacturer narrative:
The baxter technician found the ac power cord needed to be replaced. An assembly of devices consisting of an alternating-pressure bed mattress overlay and a dedicated pump, which also functions as the control unit, designed to actively alternate a bed occupant's bed-contact points, typically to relieve pressure points for comfort and to prevent pressure sores. It is commonly used for elderly immobilized (especially in cases of decubitus ulcers), patients with disabilities, or patients with low body fat. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the ac power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report that the power cord was exposing copper wires. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The baxter technician found the ac power cord needed to be replaced. An assembly of devices consisting of an alternating-pressure bed mattress overlay and a dedicated pump, which also functions as the control unit, designed to actively alternate a bed occupant's bed-contact points, typically to relieve pressure points for comfort and to prevent pressure sores. It is commonly used for elderly immobilized (especially in cases of decubitus ulcers), patients with disabilities, or patients with low body fat. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the ac power cord to resolve the reported event. Based on this information, no further action is required.